Event description:
Patient reported getting error message on pump for occlusion downstream. She tried to remove cassette, clear any possible kinks in tubing and reinserted cassette and still received same message. Patient also attempted to create a whole new cassette and also got the same message again. Patient switched to back up pump for the time being and defective pump is being replaced. Pump serial number: (B)(6). No additional information to report at this time. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; upon pt return. Did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.